Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 196, 232mg/dl. The customer's expected fasting blood glucose test result range is 74 to 90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history (date / time not set): the 154mg/dl (B)(6) 2017 05:37 pm fasting: yes, the 133mg/dl (B)(6) 2017 04:29 pm fasting: yes, the 143mg/dl (B)(6) 2017 04:28 pm fasting: yes, the 196mg/dl (B)(6) 2017 03:29 pm fasting: yes, the 232mg/dl (B)(6) 2017 12:35 pm fasting: yes. Customer states she was recently prescribed a steroid cream which did raise her glucose levels a bit but insists her levels should not have raised so much. Customer has not had any recent changes in diet or exercise. Customer takes insulin for diabetes management.